Event description:
It was reported that the high voltage lead impedance trends have been in the mid 80-90 to 102 ranges. The patient alert triggered due to impedance of 102 ohms. It was also noted that real time impedance was within normal limits. Follow up information revealed that multiple lead impedance tests were performed while the patient did isometrics. The impedance measurements were consistent during testing. The lead integrity impedance range was increased from 100 ohms to 130 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.